Event description:
The company was informed that the recipient's device was explanted. Recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section: a1, a.2, a.3, e.1, e.2, e.3, g.2, b.3, b.5, d.1, d.4, h.10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers this event as non-reportable. This event was reported in error; there is no complaint against this device. This device remains in situ. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.